Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower label printer was not responding during removal of medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not responding. A field service engineer found there were no drivers installed in the application. Also noted that the zebra printer was connected to the station via an ethernet cable not the printer cable. A field service engineer removed a printer cable from another printer, installed it onto this printer, the drivers loaded, and the new printer would print properly put the cable back to the station and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower label printer was not responding during removal of medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.